Manufacturer narrative:
Sleeve.

Event description:
It was reported by service report that there is a warped sleeve. It is unk if there was pt involvement or if there are adverse consequences to report.